Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During insertion of the screw in to the vertebral body, the polyaxial screw head has loosen from shaft.

Manufacturer narrative:
(B)(4). The mis ti cortical fix fenestrated 7x50mm polyaxial screw (product code: 1867-27-750, lot number: arlfl8) was returned to the complaints handling unit (chu) on december 2nd, 2015. The screw has been separated into multiple pieces. The tulip head and saddle remain intact but have been separated from the shank. In addition, the flex ball has been split into two separate pieces. The underside of the tulip head features two notches on opposing sides. The screw head, which features a large amount of tissue, also features a significant degree of wear on its drive feature. The top of the shank also features some nicks on its threads. Based on the damage to the flex ball, the underside of the tulip head, and the screw¿s drive featured, a potential cause of the screw disassembling may be a higher than anticipated amount of force applied to the screw during tightening/insertion. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw disassembling cannot be determined from the sample and information provided. A potential root cause may be that a higher than anticipated amount of force was placed on the screw during insertion, resulting in the screw shank being forced out of the tulip head. The flex ball appears to have been broken during this process.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.